Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. During failure analysis, the returned part was installed into a pca system. The illuminator did not power on and displayed error code 48238. Visual inspection identified a defective electrical and fiberoptic component. This confirms the reported event. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator powered off and the system displayed non-recoverable error codes 297 and 48238. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and confirmed the errors which indicated a faulty illuminator. An external illuminator was used to continue with the procedure, and the procedure was completed without further issue. There was no report of patient harm, adverse outcome or injury. Isi followed up and obtained the following additional information from the distributor representative: the da vinci system was inspected prior to use, and both the system and the illuminator operated without issue during initialization. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.